Manufacturer narrative:
No implants were made available for analysis as the screw was discarded by the facility and the set screws remain in-situ. Additionally, no x-rays were made available for review. Review of labeling: possible adverse events pain, discomfort, or abnormal sensations due to the presence of the device. Bending, disassembly or fracture of implant and components. Improper surgical placement of the implant causing stress shielding of the graft or fusion mass. Reference: 3012120772-2020-00069.

Event description:
The patient underwent spinal surgery on (B)(6) 2020 consisting of seaspine's mariner pedicle screw system. A revision surgery was performed on (B)(6) 2020 to correct the trajectory of an s1 screw (mfg ref (B)(4): 41-7540-1) that was reported to have been too lateral. During the revision surgery, it was discovered that the set screws at s1/s2 were loose (mfg ref (B)(4): 41-1010). The surgeon completed the revision surgery by replacing and redirecting the s1 screw as planned, reinserting the set screw, and tightening the remaining set screws.